Event description:
It was observed that during the device evaluation, the rigid video scope fiber bonding in the outer tube area (distal end) was damaged and the image was not displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the fibre bonding in the outer tube area (distal end) was damaged and the image did not display. Based on the results of the investigation, it is likely that the image was not displayed due to a broken charged coupled device. However, a definitive root cause could not be established. Based on the results of the investigation, a probable root cause for the fiber bonding damage could not be determined. A device history review (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): notice. Risk of damage to the product. The endoscope is a precise optical device. Careless handling may damage the endoscope. Always handle the endoscope with care. Do not hold the endoscope by the distal end only. Do not bend the insertion tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.